Event description:
The customer reported that a patient's sample failed to react in the anti-a microtube, (forward typing) using mts a/b/d monoclonal and reverse grouping card lot # 022806037-27 (exp 23 feb 07).

Manufacturer narrative:
Sample was submitted by the customer for investigation. Mts confirmed the customer's complaint. Based upon the results of the investigation, the sample is a subgroup of the a antigen expression reacting negative in the anti-a gel. Product malfunction cold not be identified. However, mts cannot rule out gel card as a contributing factor. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected that gel card containing anti-a and anti-a, b will not detect some very rare weak examples of the a or b antigen. Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of red cell grouping should be confirmed by reverse (serum) grouping. Abo serum, or plasma test should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. In this case, a discrepancy was noted between forward and reverse groups. However, a false negative result in forward typing may lead to the misclassification of a patient's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. For this reason, incident is considered reportable.